Event description:
On 11-dec-2025, a facility representative reported via (B)(4) that an 0826-000 impactor pad broke while the surgeon was trying to remove it to get better visualization on the lateral x-ray to verify pin placement during a case. There were no adverse events, and the case was finished with no issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged 0826-000, impactor pad, batch 210508, was received stuck to a 1267-100 radiolucent targeting arm (batch 212569) . Visual inspection noted that the 0826-000 impactor pad was stuck to the grommet of the 1267-100 radiolucent targeting arm and could not be detached. Functional testing could not be performed because the devices were inseparable. The most likely cause of the reported failure is attributed to use-related factors, including wear-and-tear damage and excessive mechanical forces applied to the impactor pad in the field over time. The manufacturing date for the targeting arm is november 2021. Refer to the investigation photos. The complaint allegation is confirmed.